Event description:
Symptoms appeared during along time frame, est 2013-2017. I had essure implant inserted in (B)(6) 2012. During the years, I started getting symptoms like fatigue, fever without any clear reason (not every day, but maybe 40-50% of the time). I was never allergic to anything but sulfa medicine, but I started getting new allergies (rash from some cosmetic products and trouser buttons, asthmatic symptoms from moldy air, gluten intolerance, and the list goes on). I had lab tests taken every now and then, but results were always just fine. Then came the hormonal symptoms. Pms was a horror with days of migraine and panic attacks. Period was extremely painful and soon ovulation, too. After a while I had pain in my (lower) stomach every single day. Normal painkillers wouldn't help and I had to go and see a dr more than once. No help there. By summer 2017, I was a wreck. I had nerve pains, constant pain in my stomach, tachycardia, lots of migraine attacks, rheumatic-like pains in my joints (tested for rheumatic diseases, nothing there), horrible fatigue, dry mouth leading to dental problems, dry eyes, mood swings and so on. I also had cognitive problems, "brain fog", blurred vision from time to time, "blackouts" when I would forget where I was and what I was doing. I couldn't walk straight, as my fet would lead me to wrong direction. I couldn't run, as my feet wouldn't carry me. I made a lot of mistakes at my job as I was really hard to concentrate on anything. Until that I had no idea essure might have anything to do with it and thought I had some sort of fatigue syndrome or some autoimmune disease. Then I read an article in a local paper that essure implants had caused similar problems to many women. After a long fight with drs that wouldn't believe there was anything wrong with me (my lab results always came back ok and all they were willing to treat was my heart because of tachycardia) or with essure implants. I finally found someone who at least took my pain seriously and said I'd have to have a hysterectomy and salpingectomy. At the age of (B)(6), that was not what I had wanted when I had essure procedure done. I had my operation in (B)(6) 2018. After that all my stomach and joint pains are gone. Migraine attacks are rare (as they were before essure), my heart rate is normal, my nervous system works just fine (no pains, I can walk straight), brain fog is gone and I can think and see clearly. I'm experiencing and driving car again, and the horrible all consuming fatigue is nowhere to be seen. All that is left are the allergies - and they're not as bad anymore as they were. The pathologist found some adenomyosis in my uterus, also uterus' walls (if that's the correct word in english) were thicker than normal. I don't know what it is that makes the essure implants destroy one's health so badly, but some sort of systemic metal allergy might be (one of) the reason(s). Please research the implant properly and educate that the drs that some of us actually do get very invalidating and painful side effects from the device.